Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 509 mg/dl. Device was able to complete rewind. Customer declined troubleshooting for high blood glucose and no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, low reservoir alarm, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.